Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted due to incontinence. It was reported that following insertion the patient experienced urinary problems, dyspareunia, and neuromuscular problems. It was reported that the patient underwent a mesh removal on (B)(6) 2013 due to severe pain, dyspareunia and pelvic pain. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/04/2016.